Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: during investigation, the returned battery cap was undamaged and able to fit. The pump alarmed with a call service 128 alarm upon the first rewind attempt. The current readings were unable to be obtained preventing an adequate investigation of the reported ¿short battery life¿ issue. The pump cover was removed and no intermittent conditions were found to the power printed circuit board. A motor post-delivery error was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.